Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's infusion sets have not been locking in; he went through 4 infusion sets this month. The patient had an infusion set fall off and afterwards his blood glucose exceeded 600 mg/dl. He treated with a 25-unit insulin pump bolus. Troubleshooting for the high blood glucose was declined. No products were returned or replaced.